Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from the posterior leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An ntw clip grasped the leaflets successfully and was deployed. Post deployment, the ntw clip detached from the posterior leaflet (single leaflet device attachment (slda)). According to the physician the slda was due to patient anatomy. An additional clip was implanted lateral to first clip for stabilization. The procedure was complete with a final mr grade of 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be due to challenging anatomy (restricted posterior leaflet and large anterior leaflet flail). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.